Event description:
Info received indicates when the brakes were engaged, two of the casters would still swivel.

Manufacturer narrative:
The technician found the casters were worn. He replaced the two casters and the brakes functioned properly.